Event description:
The customer reported via phone call that the insulin pump has physical damage. The customer stated that the reservoir compartment is cracked and the reservoir tube lip is braking off. Blood glucose value was 167 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube and bleeding lcd glass.